Manufacturer narrative:
Additional information was received on 6/23/2017. The physician commented that following 1 pass at the horizontal part of middle cerebral artery m1 (the oozing and the bleeding vascular region was m1 distal), but there was a possibility that its distal portion was contacted with a tortuousness where oozing and bleeding occurred. Also, the trevo was deployed twice between m1 and m2, and there was the possibility of scratching with a guide wire when passing through the tortuousness where oozing and bleeding occurred. Additional information received 26 jun 2017: there were complications of cardiovascular disease and he was in the treatment of atrial fibrillation. (B)(6) 2017: the coil embolization of the right m3 branch was performed. (B)(6) 2017: mrs:5 points the physician commented that the cause of bleeding as possibility that a distal blood vessel was pulled and stretched at the time of device towing or the possibility that the blood vessel was damaged when the guide wire was inserted into a distal blood vessel. Conclusion: as reported by the (B)(4) pms study (patient (B)(6)), during treatment of a middle cerebral artery (ph2, m2), the revive se (frs21452299/ t10084) did not remove thrombus, blood oozing was found in front of the site where a competitor¿s device had been used, and the patient experienced hemorrhagic stroke. The patient had presented with acute stage cerebral infarction on (B)(6) 2017, with right middle cerebral artery occlusion (m1). The patient was hospitalized on (B)(6) 2017. Aspects-CT was 8 points, nihss was 8 points, tici was 0 points. There was heavy tortuosity of the vessel at the occluded site, but no stenosis at the proximal portion of the occlusion. The vascular diameter at the proximal portion was 2.1mm, distal portion was 1.2mm and length was 18mm. Tpa was not used. The revive se was deployed once with tici 0. Also, a competitor device was used twice with result of tici 2b. No other codman devices were used during the procedure. Nihss immediately after the procedure was 10 points. About 8 hours after the procedure was completed, oozing was recognized from the tortuous portion of the occluded blood vessel region where a competitor¿s device had been used, and symptomatic intracranial hemorrhage was confirmed. Coil embolization was performed. The physician commented that there was a possibility of scratching with the guidewire when passing through the tortuousness where oozing and bleeding occurred. On (B)(6) 2017, the patient remained symptomatic due to the intracranial bleed with cerebral edema, disturbance of consciousness, speech impairment, sensory disturbance, hemiplegia (left upper limb), severe hypertension, respiratory failure, consciousness disturbance. The physician considered the revive se as not related to the oozing as it developed in front of the place where bleeding occurred, and a trevo was deployed at the place where oozing occurred and the cause of the bleeding was possibly related to pulling and stretching at the time of device towing or damage from the guidewire insertion into the distal blood vessel. The revive se had been used and prepped as per the IFU. The product was not available for investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Stroke, perforation of vessel wall, hemorrhage and continued total occlusion of affected arterial segment are known potential complications associated with use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/vessel factors may have contributed to the event. The instructions for use (IFU) lists extreme vessel tortuosity or other conditions preventing the access of the device as a contraindication, and warns: ¿if excessive resistance is felt at any time during use, stop the procedure and determine the cause before proceeding. If the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ there is no current safety signal identified related to the reported events based on reviews of complaint histories for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s.

Event description:
As reported by the (B)(6) study (patient (B)(6)), during treatment of a middle cerebral artery (ph2, m2), the revive se (frs21452299/ t10084) did not remove thrombus, blood oozing was found in front of the site where a competitor¿s device had been used, and the patient experienced hemorrhagic stroke. The patient had presented with acute stage cerebral infarction on (B)(6) 2017, with right middle cerebral artery occlusion (m1). The patient was hospitalized on (B)(6) 2017. Aspects-CT was 8 points, nihss was 8 points, tici was 0 points. There was heavy tortuosity of the vessel at the occluded site, but no stenosis at the proximal portion of the occlusion. The vascular diameter at the proximal portion was 2.1 mm, distal portion was 1.2 mm and length was 18 mm. Tpa was not used. The revive se was deployed once with tici 0. Also, a competitor device was used twice with result of tici 2b. No other codman devices were used during the procedure. Nihss immediately after the procedure was 10 points. About 8 hours after the procedure was completed, oozing was recognized from the tortuous portion of the occluded blood vessel region where a competitor¿s device had been used, and symptomatic intracranial hemorrhage was confirmed. Coil embolization was performed. On (B)(6) 2017, the patient remained symptomatic due to the intracranial bleed with cerebral edema, disturbance of consciousness, speech impairment, sensory disturbance, hemiplagia (left upper limb), severe hypertension, respiratory failure, consciousness disturbance. The physician considered the revive se as not related to the oozing as it developed in front of the place where bleeding occurred, and a trevo was deployed at the place where oozing occurred. The device had been used and prepped as per the IFU.